Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: l5 spondylolisthesis, procedure: l5 spondylolisthesis reduction- instrumentation of l5 and s1, levels implanted: l5-s1 it was reported that, intra-op, during "rmas" set screw break-off, the driver would not remain in contact with the set screw and would not hold set screw tightly enough to enable break-off. On inspection of the tip of the instrument, it was shown to be twisted more than the normal shape and the threads were worn down. The tip of the product sheared off. The product came in contact with the patient. No patient complications were reported. No fragment were remaining in the patient.

Manufacturer narrative:
Product analysis:visually confirmed approximately ~1.5mm of the instrument tip has been deformed, consistent with incomplete interface during usage. Dimensional inspection of the major diameter and material hardness confirmed conformance to print specification. Conclusion: the above findings are consistent with torsional overload. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.